Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection revealed the single spline was detached. The spline detached at the adhesive spot at the proximal spot. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a flutter ablation procedure involving an intellamap orion high resolution mapping catheter, at the end of the procedure, the physicians felt resistance when removing the catheter from the right atrium. When the catheter was observed one of spline was broken. The procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a flutter ablation procedure involving an intellamap orion high resolution mapping catheter, at the end of the procedure, the physicians felt resistance when removing the catheter from the right atrium. When the catheter was observed one of spline was broken. The procedure was completed without any patient complications.